Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the meter does not turn off after doing test. The meter turns on and off without test strip inserted. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.